Event description:
As reported by the legal department, a cordis trapease ivc filter was implanted into the patient. At an unknown date, the filter has fractured, tilted, and penetrated the caval wall; and is occluding his inferior vena cava and causing pain (including right sided flank pain). No further information was provided at the moment of contact. No additional information is available.

Manufacturer narrative:
As reported by the legal department, a cordis trapease ivc filter was implanted into the patient on or about (B)(6) 2007. At an unknown date, the filter has fractured, tilted, and penetrated the caval wall; and is occluding his inferior vena cava and causing pain (including right sided flank pain). No further information was provided at the moment of contact and no additional information is available. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.